Event description:
It was reported that a 190cm filterwire ez was selected for use within the stenosed carotid artery. During the unpacking of the device, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that a fracture occurred. A 190cm filterwire ez was selected for use within the stenosed carotid artery. During the unpacking of the device, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Protective wire was completely separate from the protective sheath. The spring tip was stretch and curve. Protective wire was bend near by the middle section. The wire was not found fractured or broken. Filter bag looks complete and clean. Dimensional inspection of the wire that could be measured were performed and were within specifications. Sheathing and unsheathing test was not performed due to the condition of the device.